Manufacturer narrative:
The extended charge time observed in the field was confirmed in the laboratory. It is beliieved the extended charge time was casued by a damaged diode.

Event description:
An asymptomatic patient presented in the clinic with a device that exhibited an extended charge time. A series of manual capacitor reforms were performed and the final charge time was >28 seconds. As a result, the device was explanted.